Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.vyaire received the kit,sipap,if,plus,aux,mdiss,english and visually inspected the uut (unit under test) assembly, there was no visible defect, contamination, or damaged. The uut was powered on user mode, warmed up for 30 minutes, performed chapter 6-operational setup. The uut passed user verification test. The uut was moved to the production floor, installed into sipap final test system which also passed. The reported complaint was not confirmed or duplicated. The uut was tested and was found to be functioning as intended.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical requested additional information regarding the nature of the issue and if any patient involvement occurred. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the sipap ventilator is not working correctly and makes noise. Furthermore, there was no information regarding patient associated with the reported event.